Event description:
It was reported that the device illuminated the service indication and logged event codes in the memory. There was no patient involvement associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The removed user interface pcb assembly was evaluated and the cause for the malfunction determined to be failure of an ic chip, designator u2.